Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device was explanted due to pocket infection. The patient condition was good following the procedure.